Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. According to the investigation the pump downstream sensor caused the reported problem. Service replaced the pump downstream sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump emitted "no alarm at cassette removal" . No reported adverse effects.